Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during procedure for a pulse field ablation (pfa) procedure a farastar generator was selected for use, it was noted that when last vein was going to be ablated, console turned off without warning or error. As troubleshooting, the socket was checked where it was still with a green light, nonetheless, it was changed to another one which leaded to the fuse from the hospital switching off. Different sockets were attempted, each time the different fuses went off. Procedure was stopped, with 3 out 4 veins ablated. No patient complications were reported. Device return status is currently unknown.